Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is lymphadenopathy. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a right side "lumps on breast", "removed a lymph node, it was swollen", "sharp shooting pain ", "aches in shoulders", "a lot of pain in their breasts and surrounding tissue", and "feels like electric shocks". Device remains implanted.